Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer is complaining of meter too low results. The customer's expected fasting blood glucose test result range is 75mg/dl-125 mg/dl. The customer is not experiencing any symptoms of low blood sugar and does not need any medical intervention. The customer is testing twice a day (fasting) and is taking medication for her diabetes (pill form). The customer has not made any recent changes in exercise regimen but has made changes in diet and medication. The customer is storing the meter and test strips in the dining room. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 73mg/dl and 83mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 2/14/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated on 05/17/2016 with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer is complaining of meter too low results. The customer's expected fasting blood glucose test result range is 75mg/dl-125 mg/dl. The customer is not experiencing any symptoms of low blood sugar and does not need any medical intervention. The customer is testing twice a day (fasting) and is taking medication for her diabetes (pill form). The customer has not made any recent changes in exercise regimen but has made changes in diet and medication. The customer is storing the meter and test strips in the dining room. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 73mg/dl and 83mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 2/14/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: a 165mg/dl, (B)(6) 2016 03:35 pm, fasting:yes. A 70mg/dl, (B)(6) 2016 05:40 pm, fasting:yes. A 85mg/dl, (B)(6) 2016 05:56 pm, fasting:yes. A 71mg/dl, (B)(6) 2016 04:30 pm, fasting:yes. A 79mg/dl, (B)(6) 2016 07:40 pm, fasting:yes. Adverse event not reported.